Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: embo bleed case of vessel off celiac artery, 5fr right femoral artery access followed by catheter, and then followed by 0.021 microcatheter to target area. Various coils deployed before reported coil was inserted. Coil was inserted into microcatheter without incident. Coil placement was not satisfactory for physician and retrieval of the coil was attempted. It was discovered that the coil had detached from the delivery system. The coil traveled to a non-target area. A small snare was inserted to remove the hydropack coil that traveled to an unintended target, successful removal of hydropack via snare. Patient stable post procedure.